Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed an infection. The pulse generator and chronic leads were explanted.

Event description:
New information received stated that the infection was discovered in clinic and there is no allegation that the infection was due to the device or procedure. Patient condition was stable.